Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device presented to the local emergency room with complaints of shortness of breath. A system interrogation confirmed no performance issues; however it was discovered the patient had incurred a pleural effusion. The local field representative reported this may have resulted from system implant a few weeks prior. No reported intervention was required and to date, no system changes required.